Event description:
On (B)(6) 2012, it was reported that the patient was unable to reset the time and date accurately. Reportedly, the pump had been turned off by the patient for 3 days and, when the patient attempted to reset the time and date, the correct am/pm setting could not be maintained with a date of (B)(6) 2012. The am/pm setting was maintained if the date was set to (B)(6) 2012. This complaint is being reported because at the time of the contact the time could not be accurately programmed and the issue remained unresolved.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box indicated that the date changed to (B)(4) 2012 after being manually programmed to (B)(4) 2012. During investigation, the date was set to (B)(4) 2012 and was found to have reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue.